Event description:
It was reported that a woman had primary surgery in 2004. Revision surgery in 2009, due to fracture of the exeter stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. It is unknown at this time if the device is going to be returned. If additional information becomes available, it will be submitted in a supplemental report.